Event description:
Reportedly, on operating, rotated the wingnut and fired but the instrument could not be removed from the rectum tube. Confirmed the tissue of the anal side could not be cut. Used another device and the reanastomosing would be performed. Procedure: lower anterior resection.